Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe flu plus 0.25-1ml var dose 25x1 experienced leakage during use. The following was reported by the initial reporter: "the report outlines that there was a fault with the plunger where drawn up liquid (covid-19 vaccine) was leaking past the bung part of the plunger and into the barrel of the syringe."

Event description:
It was reported that a syringe flu plus 0.25-1ml var dose 25x1 experienced leakage during use. The following was reported by the initial reporter: "the report outlines that there was a fault with the plunger where drawn up liquid (covid-19 vaccine) was leaking past the bung part of the plunger and into the barrel of the syringe.".

Manufacturer narrative:
H.6. Investigation: as samples were unavailable for this incident, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no signs of leakage were identified. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. A device history record review was completed for provided lot number 2011410. The review revealed a quality notification during the production process that could have possibly contributed to the reported incident. During the production process, an issue related to damage in the barrel walls was identified. However, as part of the non-confirming product process, upon detection, the material was segregated and the issue was resolved prior to the product being released in accordance with specifications.